Event description:
Olympus was informed that over the period of a month, hospital personnel reportedly reprocessed flexible endoscope devices in high-level disinfectant solutions that were slightly outside the manufacturer's recommendations. There were no reports of any patient cross contaminations associated with this issue.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information. Olympus was informed that the issue had been identified by hospital infection control personnel during routine surveillance and has been corrected. Olympus was also informed that the high-level disinfectant had been tested for minimum effective concentration daily prior to use, and indicated that it passed testing. Olympus endoscope service specialist (ess) has provided training to reprocessing personnel for this facility. Based upon the information provided as part of the report, it appears to be a case of user error. This report is being submitted as a medical device report in an abundance of caution.